Manufacturer narrative:
MDR decision changed. Product was returned for evaluation. The return fields in oracle state: self care - other. Other, hold for detailed evaluation. Product received expanded evaluation. The expanded evaluation report states: utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed. The commode seat that was returned exhibited some cracks/rips/tears in the seat upholstery which exposed the foam padding of the seat. However, it was noted that the wooden frame/structure of the commode seat was intact, rigid, and sturdy which allowed the seat to remain structurally stable despite the upholstery damage. Complaint of seat cracked was confirmed; however, the seat upholstery was found to be cracked which does not affect the structure of the seat. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
End user calling for part numbers and mentioned seat cracked.

Manufacturer narrative:
Return material authorization has been issued for the return of this device for investigation; return not yet received. Investigation to be completed when the device is returned. Should additional information become available a supplemental record will be filed.

Event description:
End user calling for part numbers and mentioned seat cracked.